Manufacturer narrative:
(B)(4). Medical product: catalog #: 115310, comp rvrs shldr glnsp std 36mm, lot # 341040, catalog #: ep-115395, e1 44-36 rtnv +3 hmrl brg, lot # 961540, catalog #: 115370, comp rvs tray co 44mm, lot # 812250, catalog#: 180551, comp lk screw, lot #: 042460, catalog#: 180550, comp lk screw, lot #: 378700, catalog#: 180550, comp lk screw, lot #: 699700, catalog#: 115394, comp rvs cntrl, lot #: 933530. The customer has not indicated whether the product will be returned to zimmer biomet for investigation or not. Once this information is obtained a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2019-05084, 0001825034-2019-05085, 0001825034-2019-05099. Unknown.

Event description:
It was reported that the patient had an initial surgery approximately a year ago. Subsequently, the patient had a revision about 2 months later due to a post operative infection and a 2 stage antibiotic spacer placement. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.